Event description:
It was reported that the pump exhibited an incorrect flow rate. The remaining volume displayed incorrectly. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the expulsor. As a result, the expulsor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.